Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced blood glucose (bg) level of 546mg/dl. Customer administered a correction bolus via pump as well as injections to address bg level. Additionally, an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the customer reverted to manual injections for insulin therapy.